Event description:
It was reported that a drain was placed under the sternum and had been used for 2 days. It was noted that the reservoir had not expanded when the drain was removed from the patient. The physician cut the drain and the reservoir began to expand. Physician believes there was an occlusion somewhere in the drain.